Manufacturer narrative:
The customer re-calibrated and stated that the results were acceptable after this. The customer ran controls and all results were within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module (serial number (B)(4)). The sample initially resulted in a na value of 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Initial calibration data showed inconsistent recovery. After recalibration, recovery was as expected. Control recovery was lower than expected prior to recalibration. After recalibration, control recovery improved. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by the recalibration of the test.